Manufacturer narrative:
Citation: mercanti f et al. Chimney stenting for coronary occlusion during tavr: insights from the chimney registry. Jacc cardiovasc interv. 2020 mar 23;13(6):751-761. Doi: 10.1016/j.jcin.2020.01.227. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the safety and efficacy of upfront coronary protection using the chimney stenting technique to treat an established or impending coronary artery occlusion in patients during transcatheter aortic valve replacement (tavr). All data were retrospectively collected from the international chimney registry (sixteen centers) between may 2010 and july 2018. The study population included 60 patients and was predominantly female with a mean age of 82 years. Of those, 39 were implanted with medtronic evolut r or evolut pro transcatheter valves; 1 was implanted with a medtronic engager transcatheter valve;1 was previously implanted with a medtronic mosaic surgical valve; and 2 were previously implanted with medtronic freestyle surgical valves. No serial numbers were provided. One patient who was treated with an evolut pro and had coronary chimney stenting performed for an established right coronary artery occlusion during the tavr procedure died suddenly 374 days later. Per the physician/author, the cause of death was due to possible late thrombosis of the coronary stent. An additional 9 deaths occurred within 473 days after tavr. Based on the available information, medtronic product was not directly associated with the deaths. Among all mosaic and freestyle patients, adverse events included: transcatheter aortic valve-in-valve implantation due to stenosis, regurgitation, or a combination of stenosis/regurgitation. Based on the available information, medtronic product was associated with the adverse events. Among all evolut r, evolut pro, and engager patients, adverse events included: myocardial infarction; stroke; cardiogenic shock; need for mechanical circulatory support (cardiopulmonary bypass, extracorporeal membrane oxygenation, percutaneous ventricular assist device, or ventricular assist device); need for cardiopulmonary resuscitation and/or defibrillation for ventricular fibrillation/ventricular tachycardia; coronary chimney stenting performed due to an established or impending coronary occlusion; st-segment elevation; new onset left bundle branch block; new wall motion abnormality; life-threatening bleeding; major vascular complication; valve repositioning; mild-moderate paravalvular leak; and mean gradients greater than or equal to 20 mm hg. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.